Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow line for downstream occlusion testing and passed. A review of the event history log revealed multiple occurrences of downstream occlusion messages however evidence of downstream occlusion alarms in the log does not confirm or refute the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream sensor calibration values were out of specification. The ultrasonic sensor will be recalibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spectrum iq pump failed the downstream (distal) occlusion during preventive maintenance test. The test was performed using a calibrated and properly primed pressure gauge in accordance with the manufacturer's instructions. After two retests, the pump continued to fail by exceeding the recommended pressure limit, with results of 26.7 psi and 25.3 psi. There was no patient involvement. No additional information is available.